Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged low bg issue was verified in the pump logs; however, no failure was identified. Tandem quality engineer evaluated pump data and concluded the following on 10/28/2021: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level (bg) was 44 mg/dl, cause was not provided. Multiple attempts were made by tandem technical support to follow up on the low bg issue, however no response was received.